Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts bunched. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks and that the lasercut tab was protruding out through the wire exchange port. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no signs of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified right coronary artery. A 3.00 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.